Manufacturer narrative:
The company service rep examined the system. The pcb and host battery were replaced. Preventative maintenance was performed. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The nurse reported the system shuts off on its own. The event occurred during surgery. There was a delay. Multiple attempts were made for more info on the event and pt status with no response to date. No pt injury was reported.